Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported oversensing and high impedance were confirmed in the laboratory. The lead was returned in three pieces. The inner and outer insulation of the middle part were damaged and the efte cables were folded. The ptfe insulation of the cables was also abraded in the same area. The proximal end of the rv coil was damaged and the outer insulation was abraded at the same area. The damage is consistent with fatigue. Electrical measurements could not be performed due to the damage.

Event description:
It was reported that the patient received inappropriate shock due to noise. The noise was observed in the pace/sense channel and was treated as vf. Increase in the rv pace impedance was also observed. The lead was explanted.